Manufacturer narrative:
Further info from the rptr regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of edema, hives, fever, feeling "unwell", difficulty swallowing, diarrhea, and tingling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Injecting healthcare professional reported one day after injection with juvederm ultra xc "under the right lateral brow" to correct pre-existing asymmetry pt developed swelling. The pt was reviewed by the injecting healthcare professional the day after injection who noted "only minor and expected swelling." Later that day pt presented to the hospital emergency room with "generalised hives" as well as feeling unwell and febrile. The hives affected the face and neck area; pt found it difficult to swallow. Pt was prescribed an antihistamine and diazepam before being sent home. One day after symptom presentation, the pt was assessed by another physician who noted symptoms had improved and the rash was under control. Two days after being assessed by the second physician, pt called their office and reported "whilst the rash is semi controlled with the continued antihistamines, [they have] now developed chronic diarrhea and tingling down the right hand side of the face." Approx two weeks after symptom presentation, pt was assessed by the injecting healthcare professional who observed that all symptoms had resolved. The injecting healthcare professional "is unclear if the juvederm ultra xc treatment was the trigger for this reaction."